Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the healthcare provider (hcp) replaced the pump on saturday, (B)(6) 2026, and they were going to send it back for testing. The rep stated that they wanted to turn the pump off due to the audible alarm. Technical services (ts) recommended silencing the active alarm from the 'home' page, and the alarm was silenced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
\Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 4,000.0 mcg/ml at 3,005.2 mcg/ 24 hours and hydromorphone 2.0mg/ml via an implantable pump. It was reported that the pump motor stalled occurred on (B)(6) 2026 for unknown reasons. Patient did not have an magnetic resonance imaging (MRI) and did not have any magnets around pump to cause a motor stall. Motor stall did not recover until (B)(6) 2026. Motor stall occurred again while patient was in intensive care unit (ICU) on (B)(6) 2026 and still had not recovered by (B)(6) 2026 which was when the hcp made the decision to replace the pump. Additionally, the company rep reported that the patient had an xray and an electrocardiogram (EKG) lead over the pump. The company rep stated that the pump had stalled once before on (B)(6) and recovered on (B)(6) after triggering the tube set alarm. The issue resolved at the time of this report.

Manufacturer narrative:
H3. Analysis of the pump identified the outlet port o-ring was damaged or missing, which resulted in a leak. Residue in the motor gear train and residue on the gear pinion of the motor gear train were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the patient¿s admission to the ICU (intensive care unit) was not related to the device or therapy.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the pump was returned for analysis due to a motor stall with no recovery.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.